Manufacturer narrative:
Correction: the h1 ( type of reportable event ) was inadvertently reported as malfunction in the initial report which is corrected in this report.

Event description:
The complainant reported that the patient was being placed on impella 5.0 for hemodynamic support. It was reported that the device exhibited an outflow blocked alarm and catheter migration alarm. The resolution for this issue is unknown. It was reported that after 41.50 hours of impella 5.0 support the family decided to withdraw care. There is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.